Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently stopped insulin delivery when the insulin gauge fill estimate reached 50-70 units. The customer declined assistance from tandem technical support regarding the issue; therefore no additional information was available.